Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction or nonconformance, that contributed to the reported event. Tablo instructions for use (IFU) warning and caution: when the blood in dialysate alarm occurs, the dialysate must be tested for the presence of blood, and the system alarm screen prompt must be answered to clear the alarm. Follow the alarm screen instructions to sample the effluent dialysate and test the sample as instructed by your center. The system will prevent treatment continuation in the event of the presence of blood in the dialysate. Always immediately contact your center in the event of a blood loss event. Outset technical support engineer (tse) reviewed the system log with the procedure date of 15-nov-2025 and confirmed that the console is functioning as designed when a blood leak is detected. The issue is related to the dialyzer, not the console. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported that there was positive blood leak alert twice during a treatment run and the nurse confirmed positive blood leak with the testing strips twice. Blood was discarded twice during treatment, resulting in an estimated blood loss of 600 ml. Patient completed treatment successfully on another tablo. No patient adverse events were noted as a result of this incident.